Event description:
It was reported that the atrial lead has had a very gradual steady rise in impedance and threshold since implant. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092 implantable pacing lead: (B)(6) 2011. (B)(4).